Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse in (B)(6) 2007 and (B)(6) 2009 and a sling was implanted. The patient experienced pain, infection, bleeding, dyspareunia, incontinence, erosion, additional surgery and other injuries, including surgeries on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
It was reported that a sling was implanted on (B)(6) 2007. On (B)(6) 2009 the sling was removed and another sling was implanted. The patient underwent additional mesh removal surgeries on (B)(6) 2010 and (B)(6) 2011, due to erosion, pain, bleeding, urinary problems, infection, recurrence, extrusion and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.